Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Additional, changed, and/or corrected data: b.5, d.7, g.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported 'implant has ruptured and has caused problems with lymph nodes being laden with silicone'. Patient also reports "I am wondering if you are also able to test the implants for alcl. I realise that the chances of having alcl are very rare but I would like to be able to put my mind at rest. It appears that I do have a couple of the symptoms for example, fatigue, weight loss ( I have lost a stone in weight over the past 6 months) and as confirmed in my recent ultrasound, a copy of which I can supply, I also have approximately 3 lymph nodes which are laden with silicone." Affected side is right. Rupture diagnosed by ultrasound. Explant surgery scheduled.